Manufacturer narrative:
P-cap locked in place properly during testing. Unit powered on successfully with no failed batt test alarms. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit also passed the sleep current measurement, active current measurement and self test. All buttons functioning properly while testing and navigating through the menus. No intermittent button response was noted. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any no delivery alarms that may have occurred in the past or during the complaint call. The adapt tool reveals one occurrence of no delivery alarm was recorded on 11/11/2025 05:45:00.000. No alarms were noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Unit tested successfully. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage was noted during visual inspection. The following cosmetic damages were noted: pillowing keypad overlay, cracked keypad overlay, label damage (peeling), broken belt clip rails, battery tube threads - cracked, scratched case and broken battery tube threads. In conclusion customer concerns were not confirmed during testing. Unit was tested successfully, and no unresponsive buttons, failed battery alarms or no delivery alarms noted. Cosmetic damage was confirmed during visual inspection when broken and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had reported the pump was cracked, the buttons were unresponsive, "no insulin delivery" alarms occurred, and the pump rejected batteries. The customer reported no adverse event. The event involved product(s) mmt-1715k, mmt-332a, and mmt-397a. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1715k, mmt-332a, and mmt-397a.